Manufacturer narrative:
Pump was received with a35 alarm during rewind due to motor encoder signal out of phase. Pump passed the stop current and run current tests. Unable to perform the self test, off no power test, unexpected restart error test, displacement test, prime/delivery test, occlusion test and no delivery test due to a35 alarm. Pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.

Event description:
Customer reported via phone call that the insulin pump had motion sensor test failure. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.